Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a usacquisitionhw_31 error occurred when the transducer was connected to the ultrasound system during equipment testing. The user rebooted the system and a new transducer was used to continue and complete the transesophageal echocardiography (tee) procedure. There was a delay of 10 minutes while the replacement transducer was obtained. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
No adverse event. Lot # and expiration date not applicable. Not an implant. Updated. Investigation: the complaint was investigated for error message when using the z6ms transducer. The transducer was returned, and investigation was performed. The system error was reproduced during investigation. The cause of the issue was determined to be gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).